Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first 14 rows on the proximal end of the stent were intact. The remainder of the stent was pulled distally out over the tip. As a result the stent struts were stretched and misaligned. The stent did not move on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). During preparation of a 4.00 x 32 synergy drug eluting stent, it was noted that the distal stent strut was stretched and deformed when the protector sheath was removed from the stent. The procedure was completed with another 4.00mmx32mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery(rca). During preparation of a 4.00 x 32 synergy(tm) drug eluting stent, it was noted that the distal stent strut was stretched and deformed when the protector sheath was removed from the stent. The procedure was completed with another 4.00mm x 32mm synergy(tm) drug-eluting stent. No patient complications were reported and the patient's status was good.